Manufacturer narrative:
Citation: pesarini g, et al. Real world performance evaluation of transcatheter aortic valve implantation. J clin med. 2021 apr 27;1 0(9):1890. Doi: 10.3390/jcm10091890. Earliest date of publish used for date of event. Medtronic products: accutrak delivery catheter system (PMA# (B)(4), product code npt), enveo r delivery catheter system (PMA# (B)(4), product code npt), enveo pro delivery catheter system (PMA# (B)(4), product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the procedural performance and related patient outcomes over time in a real-world population following transcatheter aortic valve implantation (tavi). All data was collected from a single center tavi registry between march 2010 and november 2020. Of the 910 patients included in the study population (predominantly female, mean age 82 years), 302 underwent tavi with medtronic transcatheter valve systems: corevalve (49), evolut r (181), and evolut pro (72). No unique device identifier numbers were provided. Among all patients, a total of 18 all-cause deaths (9 cardiovascular, 9 non-cardiovascular) occurred within thirty days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events that occurred within thirty days of tavi included: stroke (minor, major, or disabling); coronary artery obstruction requiring intervention; unspecified valve-related dysfunction requiring repeat procedure (balloon aortic valvuloplasty, tavi, or surgical valve replacement); suboptimal valve performance; suboptimal positioning requiring second valve implantation; vascular access complications (major vascular complications or life-threatening bleeding); and need for vascular repair. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.